Manufacturer narrative:
Concomitant medical device: d334trg ICD implanted: (B)(6) 2012; 6935-58 lead implanted: (B)(6)2014.

Event description:
It was reported that during device change out, the right atrial (ra) lead was cut. The lead was capped and a new lead will be implanted at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.